Event description:
It was reported that the device failed to provided high voltage defibrillation therapy as the ventricular tachycardia (vt) fell below the programmed settings. The patient was manually administered antitachycardia pacing (atp), however, it wasn't able to convert the vt. The patient was manually defibrillated to resolve the event. Abbott technical support reviewed the event and confirmed the vt was untreated because it fell below the programmed settings. No additional intervention has been performed to resolve the event and the patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A software investigation was performed and indicated the event was due to ventricular tachycardia (vt) falling into the monitor zone. The vt monitor zone is a non-therapy zone so if a vt fell into that zone, then no therapies would be delivered. The vt would have to fall into a therapy zone for high voltage therapies to be delivered.